Manufacturer narrative:
(B)(4). This is a report of a connected issue where the patient accidently disconnected the patient line while sleeping. Failure to ensure a proper connection is a known cause of this issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue with the patient line of a disposable cassette. This occurred during dwell of peritoneal dialysis therapy. The patient stated they accidently disconnected the patient line when they were sleeping. The patient stated they closed their transfer set, disconnected the bags, and requested assistance to end therapy on the homechoice. The technical service representative assisted the patient to end therapy as requested. There was no patient injury or medical intervention associated with this event. No additional information is available.